Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A bariatric surgery patient experienced bleeding at the staple line. The bleeding was further specified as ¿oozing¿. It was unknown if the bleeding was in conjunction with using the peri-strips; however, the bleeding occurred at the time of staple firing. Ligaclips and cautery were applied for hemostasis. It was reported the peri-strips were prepared per indicated instructions. The cause of the event was unknown. At the time of this report, the patient outcome was not reported. No additional information is available.